Event description:
During a coronary artery drug eluting stenting treatment procedure moderate withdrawal resistance was experienced while removing an undeployed taxus express2 3.50 x 12mm stent. The index procedure treated five target lesions. Five taxus express2 stents were implanted in the five target lesions and were not related to this event. The target lesion associated with this complaint was a bifurcated mid left anterior descending (lad) lesion. The physician was unable to place to the taxus express2 3.50 x 12mm stent. The undeployed stent was withdrawn from the patient's body when moderate resistance was felt. The procedure was completed using another device. There wern no complication reported as a result of this event. The patient was discharged the following day receiving beta blockers, acetylsalicylic acid, thienopyridine antiplatelet, and statin.